Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they'd had surgery the other day so doctor turned their therapy off before the surgery and then afterwards turned it back on but today they looked at their handset and saw a "timed out" message and they wanted to know what the message meant and also they wanted to check their therapy to make sure it was on. Patient services reviewed the information with the patient and offered to walk the patient through connecting to their settings but the patient stated they couldn't put the communicator on their back because they wouldn't be able to connect, that they had a terrible making a connection. The patient stated they couldn't see behind them so it made it difficult to connect to their ins. Patient services suggested that the patient could have someone help them connect but the patient didn't have anyone to help them connect at the time of the call. No further action was taken by patient services. The patient reiterated their "leads" were in the wrong place so their system has to be replaced. The patient stated they weren't sure when the issue happened but the managing health care provider (hcp) thought it was when the patient came home after the implant procedure, they were changing their pants and they slid down the edge of the bed and landed on their rear end. The patient also stated "the other things is" when they they would "wipe" (after going to the bathroom) they would "rub it." The patient also mentioned that they had a catheter, that their urinary tract had not been working because their pelvic floor fell so they went to the hospital and they put the catheter in and as a result they had to live in an assisted living facility. The patient stated they once tried toget someone at the facility to help them change the catheter bag and they couldn't find anyone to do it so they had to call the ambulance to come and change it. The patient stated they now had a nurse who changed the catheter bag for them.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128; lot#: va2gj81 serial#: product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 29-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their lead moved so they are having trouble, sometimes they can urinate and sometimes they cannot. Patient stated they are not really sure when they first became aware of this issue but it was probably a couple weeks ago. However, shortly after the implant surgery when patient went home, they were leaning against a slipper board and fell/slid down and hit their bottom. It still worked ok but the doctor believes that accident may have been when the problems first started to occur with the lead. The doctor ordered a CT scan and found the lead was in the wrong place. The doctor is waiting to decide how to procede because of other medical issues patient is currently dealing with. Documented reported event. No further action was taken by patient services. The patient's relevant medical history included patient has other serious health problems they are dealing with. Their testosterone is 802 instead of 60 and they have male pattern baldness and something is wrong with their chin and they cannot figure out what the problem is. They want to remove patient's ovaries because they think that is causing the issues.

Event description:
Additional information was received from the patient. The patient repeated a previous event regarding lead migration. The patient stated the lead is not attached to the battery and is out of place. Reviewed electrocautery considerations and recommended hcp call for guidelines. The patient indicated they have their therapy off. The patient called back and reiterated previously reported information about their "leads" not being in the right place and not being attached to the battery and that they needed a colonoscopy. The patient referenced how they called to inquire about the colonoscopy and how it was recommended to them to have the doctor call if they had any questions about how to safely do the procedure; however, the patient stated the doctor told the patient they wouldn't call and that was the patient's job to call. The patient called because they wanted assistance in checking to be sure the ins was off. Patient services offered to walk the patient through, attempting to connect to their settings; however, the patient stated their doctor was calling them at the time of the call, and they stated they would have to call back.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2gj81, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.